Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro¿ catheter and the patient experienced complete heart block that required pacemaker implantation. During an idiopathic vt case, the atrioventricular (av) node was ablated unintentionally, causing a heart block. During ablation av dissociation was confirmed and discovered on the carto 3 system and the recording system. The medical intervention provided was that the patient was given a pacemaker. The patient was reported to be in stable condition, but the outcome remains unchanged. Additional information received indicated the physicians opinion on the cause of the adverse event is that it was procedure related. The patient did not require extended hospitalization.